Event description:
Following an interventional coronary procedure, a vascade 5f device was used for closer. A femoral angiogram was taken prior to insertion. The vascade was inserted thru the sheath down to the silver marker and the disc was opened to achieve temporary hemostasis. The sheath was removed and the black sleeve also retracted with the sheath. The physician tried to slide the black sleeve forward toward the access site. The physician was instructed by the cardiva representative to retract black sleeve fully, pinch tubing, collapse disc, shear collagen, hold pressure and remove the device per standard procedure. The physician did exactly that, collagen was successfully deployed and 5 minutes of pressure was held. Hemostasis was noticed at 3 minutes with a precautionary 2 minutes requested by the physician. The tech held the majority of the post deployment pressure after the physician passed it off to her. Pt was followed to the room and pulses in both legs at 25 minutes and the groin condition was also good at 25 minutes. No injury was reported.

Manufacturer narrative:
This report was initially rec'd on (B)(6) 2015. The device was rec'd back for investigation on (B)(6) 2015. The complaint was re-evaluated for reportability post investigation and, although no pt harm occurred in this reported incident and the device fulfilled its intended use, it was determined the incident is reportable based on the potential for serious injury. Specifically, if the sleeve retracts during the removal of the procedure sheath, the collagen is deployed at the arteriotomy site immediately. The imaging step for verification of disc location with respect to the arteriotomy cannot be performed as indicated by the IFU. If the disc is not against the intima when the sheath is removed and the sleeve retracts, ther eis a chance that collagen could deploy in part or fully in the vessel. Per the reported event, no pt harm was reported and the intended use was achieved.